Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated that this ra lead was being removed due to infection, possibly pocket infection. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).